Event description:
It was reported that the patient had inappropriate shock due to oversensing of noise. The patient is receiving wound care due to her xyphoid incision being "open". Technical services advised that, if the xyphoid wound is open then electrode may not be making good contact. Testing, during an in-office visit, was able to reproduce the noise. At the time of the event, the device sensing vector was primary. The sensing vector is now re-programmed to the secondary vector. There were no additional adverse patient effects.